Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received no delivery alarms during bolus. It was reported that the customer tried different sets and cannula lengths. The customer's blood glucose level was reported to be 137mg/dl. It was reported that the customer insisted on replacing the pump. No further information provided.